Event description:
Customer called to report that the insulin pump alarmed watchdog timeout error. Customer stated that the pump does not work and there is no data visible on the display screen. Customer's blood glucose reading was 270 mg/dl. Product is not being returned or replaced due to pump being out of warranty.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.